Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the device showed high impedance and no pacing. The leads were removed the device and checked through the pacing system analyzer (psa) where everything was fine. Again the leads were attached to the device and the same problems occurred. The device was attempted and not used. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.